Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Instead, an unknown cap was received (no marking on the surface available). An inquiry has been created to capture the unknown cap. It was determined that although no issue can be confirmed when it comes to the original kincise cap, it has been confirmed that the received unknown cap contributed to the reported problem. It was noted that the source of the non-original cap is unknown, due to the lack of marking/labelling. If additional information should become available, a supplemental medwatch report will be sent accordingly. H11. Corrected data: d9. Is device returned to manufacturer was reported as yes in the previous medwatch report, however the replacement cap device (1013-00-901) has not been received and it has been confirmed that the device will not be sent back.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The lot number was unknown; therefore, the device manufacture date is unknown. Concomitant med products and therapy dates: femoral head impactor device, (B)(6) 2020. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: lot number unknown; (B)(4).

Event description:
This is report 2 of 2 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the head adapter cap device on the femoral head impactor device broke into two pieces during use. It was further reported that the adapter shaft was intact and without issue. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.